Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent unspecified breast surgery with unknown size unknown saline implants and experienced breast implant illnesses postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.

Manufacturer narrative:
After additional review of this file, it has been determined that with the information available, there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of a mentor product, nor any specific reported patient consequences arising from the use of a mentor product. As such, this file does not meet the criteria for MDR reporting at this time, and the initial report was submitted in error. Should additional information be received, this file will be reassessed. Manufacturer¿s reference number: (B)(4).